Event description:
A nurse reported a patient who experienced an unexpected outcome following intraocular lens (iol) implant surgery. The lens was exchanged for the same model, different power lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2012 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).